Event description:
It was reported to philips that table movements were sporadically unavailable on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the 24 volt power supply and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).